Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a labral repair procedure, two fibertak anchors were successfully inserted into the glenoid, as the ar-3638ds drill was advanced for the third fibertak, insertion, the surgeon heard a snap. The drill was backed out and it was noticed that the tip of the ar-3638ds drill broke off. The sales rep confirmed the tip of the ar-3638ds was left in the glenoid. The surgeon used ar-3600d-2, drill a separate insertion sight for the third anchor and the case was completed.